Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally and had exceeded its longevity expectations. This device remains in service. No adverse patient effects were reported. Additional information was received that farfield oversensing was observed resulting inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended troubleshooting and programming options with the health care professional (hcp).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5 describe event or problem stating this pacemaker was explanted and replaced.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting normally and had exceeded its longevity expectations. This device remains in service. No adverse patient effects were reported. Additional information was received that farfield oversensing was observed resulting inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended troubleshooting and programming options with the health care professional (hcp). Additional information was received that this pacemaker was explanted and replaced. This product has not been returned. No additional adverse patient effects were reported.